Event description:
The manufacturer received information alleging a patient disconnect occurred on the device followed by a loud noise coming from inside the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module and system boards would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was the fio2 sensor would need to be replaced on the device.